Event description:
It was reported that on (B)(6) 2025, that the patient was experiencing a shocking sensation from the mcot sensor - 3.0. On (B)(6) 2025 the patient reported that they spent the night in the hospital and due the hospitalization the patient took a break in service. While in this hospital it the patient was told that the shocking sensation they were experiencing was due to an interference with an implanted lp shunt and the battery in the mcot sensor - 3.0. No additional information was provided.

Manufacturer narrative:
It was reported that the patient experienced a snapping/shocking sensation. The device was returned for device evaluation. The sensor was inspected for general physical integrity and found in good condition. The c6 3.0 sensor is classified as a low voltage device per iec 60601-2-47. Sensor batteries are rated for 3.7 v normal voltage with a max of 4.2v. Maximum discharge current is 500ma. It is unlikely that the current the device produces could result in a shocking sensation. Any alleged shock perceived by patient is not likely the result of the device and may be attributed to an electrostatic event. Engineering evaluation could not confirm the allegation of snapping sensation. Device evaluation concludes that the sensor operated successfully, and no problem was identified.